Event description:
It was reported that the pacing cable can not transmit pacing signals. But it is unclear if the user was trying to pace and ablate at the same time. Upon request, the bwi field representative provided additional information on the event. It was planned pacing to verify if the tachycardia had been terminated. The physician was trying to pace and ablate from the same catheter simultaneously (whether the physician intended to pace and ablate from the same pair of electrodes simultaneously still remains unclear). The stimulator being used is the (B)(4). The physician thinks that it is necessary and important to be able to pace.

Manufacturer narrative:
(B)(4). It was reported that the pacing cable can not transmit pacing signals. Pacing was planned to verify if the tachycardia had been terminated. The physician was trying to pace and ablate from the same catheter simultaneously. Clarification was requested to confirm if the physician intended to pace and ablate from the same pair of electrodes simultaneously. With the responses received, this still remains unclear. The bwi field service engineer reported that after replacing the pacing cable with a new spare pacing cable, the system restored to normal. A new pacing cable was sent to customer site for replacement. The system is in order. An additional OEM manufacturer action device history review (DHR) was performed. No anomalies were noted in manufacturing or service.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).